Event description:
The manufacturer received information alleging a loud alarm with a red screen occurred on a trilogy evo ventilator. The customer was inquiring on how to get data from the machine as well. There was no harm or injury reported. There was no reported patient involvement. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.